Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the failure of one backlight will not affect device performance or operation for devices with two or more backlights. The blank display was caused by a faulty display backlight, which is non-hazardous.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential display malfunction due to pcb. There was no patient injury.